Event description:
It was reported that the patient developed respiratory insufficiency resulting in intubation. Subsequently the procedure was cancelled (local anesthesia only). During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a polarx catheter was selected for use. After ablation of the left superior pulmonary vein (lspv), the patient developed respiratory insufficiency (it is unknown if the patient had any underlying chronic respiratory issues) and the procedure was aborted. The patient had received local anesthesia only. Intubation was performed and the patient was admitted to the hospital and is now stable. Echo was performed to check for a pericardial effusion but was negative. It was believed that the event was related to a laryngospasm and not the procedure/device. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.